Event description:
Edwards received notification from our affiliate in the (B)(6). As reported, a patient underwent an implant of a 26mm sapien 3 ultra valve, in aortic position, by right transfemoral approach. Rapid pacing test of 180bpm maintained a systolic of 80mmhg. Increased rapid packing to 210bpm. Systolic dropped to 40mmhg. Uneventful deployment of the valve. Blood pressure systolic was 110mmhg prior to deployment. The patient remained hypotensive after rapid pacing off at 60mmhg. Large boluses of fluid given by anesthesiologist. A left bundle branch block (lbbb) was noted after the valve deployment. The patient remained hypotensive. There was moderate leaflet calcification, with no extension into the lvot. The valve was deployed at 90/10. Aortogram showed no movement of the valve, no aortic regurgitation (ar). The valve was working perfectly. Echo on the table showed hypertrophy of the septal wall. The apex of the heart moving. There was moderate to severe mr. No gradient. No st elevation. Patient remained hypotensive, adrenaline given and one unit of blood both by anesthesiologist. Jl3.5 guide catheter calculated lca - patent. On exchange to jr4 guide catheter, the patient went into vf. A 40 minutes cycle of CPR given, after first two initials shocks, then patient exchanged between pea and vf, approx. Total of 15 shocks given. Lucas machine was put in place. Echo showed no lv function - ventricular collapse. Good CPR and cerebral perfusion confirmed by anesthesiologist. Pig inserted a aortogram confirmed patency of lca and rca under fluoroscopy alongside lucas use. The patient remained in pea with no cardiac response from inotropes. Decision made and patient expired. Patient did not have disturbances before the procedure. Patient was in sinus rhythm with a narrow qrs. As per medical opinion, the lbbb was due to the deployment of the valve in the optimal position, chb was not observed and physicians would have expected the lbbb to resolve over time. Per the medical opinion, the cause of death was lbbb resulting in low stroke volume with hypertrophic lv of a (B)(6) patient all reduced the function of the lv and lead to a suicide ventricle. The death was not device related.

Manufacturer narrative:
Per the instructions for use (IFU), conduction system defects (heart block), arrhythmias and conduction system defects that may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, bioprosthetic heart valves, and the thv procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may explain these complications of the thv procedure. According to the literature review, and as documented in an edwards' technical summary, ''clinical technical summary for complaints-conduction disturbances/ heart block'', atrioventricular conduction disturbances after thv are associated with many patient-related and procedural related factors, including pre-operative co-morbid status, the degree, and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, thv may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after thv are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing thv or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. Per the instructions for use (IFU), heart block and death are potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate patient and procedural factors caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.